Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) verified instrument performance by performing a passing high sensitivity system check. The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported an elevated troponin I (access accutni+3) result, above the normal reference of the assay on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for one (1) patient. The customer reanalyzed the sample twice on the same unicel dxi 800 access immunoassay system and obtained elevated results, above the normal reference range of the assay. The customer reanalyzed the sample on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were not reported outside the laboratory. There was no report of impact or change to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the customer's established ranges prior to and after the reported event. The sample was collected in a plasma separator tube. The sample was centrifuged at 4200 revolutions per minute (rpm) for ten (10) minutes at room temperature. There was no report of sample integrity issues.